Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to their clinic with fatigue and a heart rate in the 40 beats per minute (bpm) range. The lead exhibited high pacing threshold measurements and loss of capture with no asystole. A surgical revision was performed and the lead was tested with the device, and high threshold measurements were noted, and the patient's heart rate decreased to 30 beats per minute (bpm). The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.